Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with another of same device there were no patient complications nor injuries reported.

Event description:
It was reported that stent damage occurred. A 3.50 x 32mm synergy xd drug-eluting stent was advanced for treatment. However, during the procedure, the stent strut was lifted. The procedure was completed with another of same device there were no patient complications nor injuries reported. It was further reported that stent damage was noted halfway during insertion and the device was removed.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).